Event description:
Patient undergoing arthroscopic review due to loosening of the metallic head of the nail cone.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "removal of a dhs hip screw followed by a hybrid tha with a press fit acetabulum and cemented exeter stem is confirmed. As is intra-operative greater trochanteric avulsion fracture. The root cause of the reason for hardware removal, conversion to tha and intra-operative fracture cannot be determined limited amount of documentation provided." Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening of the metallic head of the nail cone. A review of the provided medical records by a clinician did not confirm the event. Further information such as return of the device, pathology reports, additional pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient undergoing arthroscopic review due to loosening of the metallic head of the nail cone.